Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen was intermittently unresponsive after unlock, preventing the user from navigating back from the cgm graph, and the issue persisted despite cleaning, removal of a screen protector, and device interactions, leading to device replacement. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued cgm use via the dexcom app and replacement of the pump to restore normal operation. Investigation included review of user-provided videos, guided troubleshooting, calibration via wake-button hold, restart attempts, and assessment of performance while on the charger. Investigation of this device revealed a touchscreen responsiveness malfunction consistent with a user interface and display component performance issue, not reproducing consistent failure during remote checks but functionally limiting navigation for the user. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction of the capacitive touch interface.